Manufacturer narrative:
The customer¿s report of a fluid leak from a crack in the female luer of an extension set was confirmed. Leaking at the female luer was observed upon administering a syringe flush through the set, and a long, thin crack was discovered on the female luer body. The root cause of the leak was identified as a crack in the female luer. The cause of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV extension set cracked and leaked during a photopheresis procedure. The leak occurred at the 'female' end of the tubing and was in use for about an hour when the leak was noticed. There was no patient harm reported.